Event description:
It was reported that the patient presented for routine generator change. During the procedure, it was discovered through visual examination that the insulation was peeling away from the patient's right ventricular (rv) lead. All measurements for the lead were stable and within range. The physician elected to cap and replace the lead on (B)(6) 2021. The patient was in stable condition.